Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 496 mg/dl. Customer did not have symptom. They feel ok to troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was unknown. Customer current blood glucose level was 496mg/dl. The battery cap does not lock in. Customer reports they have not contacted their health care provider regarding the high blood glucose reading. There was no leak but their air bubbles in the tubing and reservoir. Customer reports bolus wizard is programmed accurately. The insulin pump passed displacement test. Customer did not mention if the set was bent. The infusion set changed (B)(6) 2018. Product will not be returning for analysis.